Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt received a "red heart" alarm while connected to the power module (tethered support). The pt was initially doing fine but lost consciousness. The spouse successfully exchanged the suspect system controller and the pt regained consciousness.

Manufacturer narrative:
The pt remains ongoing on lvad support with no further issue reported. The suspect system controller was returned to the MFR for eval and the reported event was confirmed. Manipulation of the system controller's white power lead during testing resulted in a "power cable disconnected" alarm followed by a "yellow/red battery" alarm as well as interruption of pump function while tethered to the power module. Further eval of the white power lead revealed the insulation was compromised approx 12 inches from the power connector and the brown wire was exposed. The insulation at the suspect area was removed and notable burn damage was observed to the inner insulation of the brown wire. A root cause for the observed damage could not be determined. A review of the device history records showed no deviations from mfg or qa specification that would affect device function or performance. No further info is available. The MFR is closing its file on this event.